Manufacturer narrative:
Original surgery was at ((B)(6)) for femoral trochanteric fracture on unknown date. Complainant part is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used for: the complaint indicated that the blade cutout post-op requiring additional surgical intervention. The investigation could not be completed; no conclusion could be drawn, as no product was received. If additional information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent original surgery at a different hospital ((B)(6)) for femoral trochanteric fracture on unknown date. In the application of tfn-advanced system, the reported devices were used in that original surgery. It was found that tfn-advanced blade (part # unk) in question had been cut-out. It is unknown when and how the cut-out took place. On (B)(6) 2018, revision surgery is planned to replace with tha (total hip arthroplasty) system. The complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part # 04.038.280s, lot # h286495. Manufacturing location: (B)(4), manufacturing date: mar 03, 2017, expiry date: feb 01, 2027. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Raw material for titanium part no: 21012, lot number bp82 9974143 reviewed. Raw material receiving/ putaway checklist meet specification. Inspection sheet for inspect I & final inspection meet specification. Sterility documentation was reviewed and determined to be conforming. Corrected data: initial reporter name and address, initial reporter occupation, MFR site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent revision surgery on (B)(6) 2018 due to cut out of femoral head and the device was explanted. Patient was revised to total hip arthroplasty system. Concomitant devices reported: lockscr ø5 l34 f/nails tan light green (part # 04.005.524, lot # l369561, quantity 1). End caps (part # unknown, lot # unknown, quantity 1). Tfna fem nail ø10 130° l170 timo15 (part # 04.037.042s, lot # h245433, quantity 1).

Manufacturer narrative:
Investigation summary/ conclusion - reviewing DHR shows that the affected lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This device was released in faultless condition. Corrected data: reviewing the x-ray picture, the complaint condition can be confirmed. Based on the complaint description, without material, we are not able to perform any investigation. Device was used for treatment, not diagnosis. Product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.